Event description:
In 2008: vaginal mesh (tot) procedure. In 2012, I began experiencing right groin popping sensation. In 2013, having difficulty standing from sitting position, constant ache and discomfort in medial right groin to knee and perineum. Went to urogynecologist who was unfamiliar with late onset sequelae of mesh. Groin symptoms progressively worsen md performed pudendal block without result/relief.